Manufacturer narrative:
Manufacturer received a summons alleging a serious injury. The summons does not contain a product serial number or model number at this time. Product has not been returned for evaluation at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance my have caused or contributed to this alleged incident. MDR filed based on alleged serious injury.

Event description:
The right rear wheel component allegedly collapsed, causing the consumer to fall to the floor and fracture her right shoulder.